Manufacturer narrative:
Investigation result: ten 2000e china samples were received in opened packaging from lot 24026417 for investigation. Additionally one sample in sealed packaging from lot 23085221 was also returned. No residual fluid was present and no connecting product was available to aid the investigation. The customer reported that "the needle-free infusion connectors failed to deliver fluids during use." The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; of the ten samples from lot 24026417, five remained fully occluded after three attempts of connection and disconnection, one was able to be flushed after the third attempt of reconnection, and one after one attempt of reconnection. The remaining three samples, as well as the sample from lot 23085221 all flushed successfully at the first attempt with no restriction to flow. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 23085221 & 24026417 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the PICC outpatient department reported that 66 needleless infusion connectors were experiencing issues with infusion flow. 8 samples were affected.